Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - incorrect prep.

Event description:
It was reported that the proximal segment of an unspecified stent did not adhere to the vessel wall. Therefore, the 5.0x8mm nc trek balloon dilatation catheter (bdc) was used however, after the balloon was deflated the balloon because stuck with the unspecified guide wire and could not be withdrawn normally. The devices were withdrawn together. It was noted that the bdc was not soaked prior to use. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported difficulty could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that the balloon was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaint since the difficulty could not be confirmed during return analysis. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulty could not be determined. Possible factors that may contribute to the difficult to remove the balloon dilatation catheter (bdc) from the guide wire causing resistance between the devices may include, but not limited to, manufacturing damage, inner diameter of guide wire lumen, condition of the guide wire, or damage to the distal shaft of the catheter. In this case, a conclusive cause for the reported difficulty could not be determined since the complaint could not be confirmed during return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.